Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. It should be noted that the hi-torque supra core 35 guide wire instruction for use (IFU) states: note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the hi-torque supra core guide wire was expired (expiry date 31-aug-14) when it was used for a case on (B)(6) 2014. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.